Event description:
On (B)(6) 2019 a patient received a carbomedics s5-027 top hat mechanical aortic valve. The manufacturer was notified that on (B)(6) 2019 the valve was explanted. No further information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
The manufacturer made several attempts to follow-up for further information related to specific events and no further information was received. At this time since information regarding the individual devices is not available no further investigations can be performed. The case will be closed at this time as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.